Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed an unexpected behavior at the electrogram (egm). The health care professional questioned lv capture, but the specific cause for the egm behavior was not determined. The lv lead remains in service. No adverse patient effects were reported.